Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 45-day transesophageal echo (tee) assessment on (B)(6) 2021, a bulbous, device related thrombus was noted on the atrial surface of the device. It measured 2.0 x 1.3 cm by 0.7 cm. The patient history and status at implant resulted in the patient receiving post procedure oral anticoagulation therapy of only aspirin and plavix. The patient is stable and asymptomatic and remains on low molecular weight heparin, eliquis, warfarin, and will continue with dual antiplatelet therapy. The patient has been discharged.